Event description:
It was reported to boston scientific while the procedure was being completed, the patient received moderate to severe vaginal burns. The unit reportedly lost 5 8cc's of fluid, but not enough for the fluid loss alarm and is activated at 10cc's of fluid loss. The patient was treated with anti inflammatory ointment.

Manufacturer narrative:
Functional testing was performed and the unit operated properly. Unable to determine the cause of the event.